Manufacturer narrative:
Telephone number :(B)(6). The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a foreign matter came out with an intraocular lens (iol) in an operation. The foreign matter looked like dust which was removed with tweezers, and the operation was completed. There was no patient injury. There is no returning product as the lens remains implanted. No further information was provided.

Manufacturer narrative:
Additional information: no device was returned for evaluation. The alleged foreign matter was received loose in a box. Visual inspection under magnification revealed that a red fiber was received inside of the returned box. The sample will be sent to an independent laboratories for further fourier transform infrared (ftir) analysis. Per the independent laboratories, the foreign substance tested is consistent with a polyester material. The ftir spectrum raw data output file generated by independent laboratories was then compared against the johnson & johnson(j&j) añasco manufacturing process ftir library yielded one result with at least a 0.90000 correlation. The top hit was ¿n/are-usable labcoat/coverall¿ with a 0.9207226 correlation. There are no manufacturing process aids or tools with black or red fibers used throughout the manufacturing process (including the lab coats) and therefore the complaint issue cannot be confirmed to be related to manufacturing. The origin of the alleged foreign material cannot be determined to be part of manufacturing process and is therefore inconclusive. The manufacturing ftir library is not all inclusive for materials found outside of the manufacturing process. Furthermore, j&j añasco has manufacturing controls in place including 100% visual inspection of the lens under magnification and sealed pouch inspection after packaging of the lens to prevent the release of product with foreign material on it. The complaint issue was identified during product evaluation; however based on the complaint investigation results the complaint issue could not be confirmed to be related to manufacturing. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: in review, it was noted that the section "g4" of the initial MDR report was inadvertently populated with the PMA# p980040 which is incorrect. The "g4" field should have been kept empty and the justification for that should have been captured to the section "h10" of the initial MDR report. The information has been corrected in this supplemental MDR report and the following field was updated accordingly section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.